Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported a csf leak occurred during the patient's trial procedure. Reportedly, the physician was unable to place the lead despite moving to another level. In addition, the patient experienced nausea and discomfort on the or table. Subsequently, the trial was abandoned.